Event description:
A customer contacted the ocd global technical support (gts) because they had observed patient samples processed on a chol slide cartridge that was mis-identified as a tbil cartridge on a vitros 5600 integrated system. The event meets potential health and safety criteria because vitros slide cartridges were mis-identified as different assays and discrepant results may have been undetected by the laboratory and conveyed to a clinician leading to inappropriate intervention with the potential for serious injury to the patient. The higher than expected tbil patient results initially obtained from the mis-identified vitros chol slide cartridge were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that one vitros chol slide cartridge was mis-identified as a vitros tbil slide cartridge in the reagent supply of a vitros 5600 integrated system. The root cause is user error while manually loading a vitros slide cartridge. The vitros 5600 integrated system hardware and software were operating as expected.